Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2018-00547. It was reported pericardial tamponade occurred. An intellanav mifi open-irrigated ablation catheter was selected for use. After ablating for some time in the coronary sinus and left ventricle, the physician noticed low blood pressure. A transthoracic echo was done and pericardial tamponade was observed. The procedure was aborted and an epicardial puncture was performed. Following the puncture, the patient was in stable condition; he was transferred to the intensive care unit for overnight monitoring, and subsequently fully recovered. The cause of the tamponade was not determined; however, the physician indicated it was mostly likely not related to performance issues with the catheter.